Event description:
Patient presented to the physician with redness, wound dehiscence, and swelling at the chest incision. Physician brought the patient into the or, removed the ipg, and flushed the pocket with antibiotics. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician with continued infection. Physician brought the patient to the or and removed both the stimulation lead and sensing lead.